Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech services that the unit will just stop with out an error code. The dealer alleges he load tested the batteries and they were fine.